Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A complaint search was also completed and found previous complaints for this failure mode. Patient anatomy and surgical technique can impact the peg engagement even if the product is within specification. This is discussed in (B)(4) and is approved with an ifr (investigate further reduction) designation. Although the risk is considered acceptable per the rmr (risk management report), product development, quality and marketing are investigating ways to further reduce the occurrence of peg engagement issues. CAPA-(B)(4) was opened on may 10, 2011 to determine if any additional actions may decrease the likelihood of peg engagement issues. Any root cause and/or corrective actions will be documented in CAPA-(B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised due to screws backing out of s3 plate.